Event description:
Needle did not grab suture a total of 3 percloses were opened, no patient harm occurred and angio seal was used to complete the case. Vendor notified. Manufacturer response for suture-mediated closure system, perclose (per site reporter).